Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-apr-2024. H.6 investigation summary . Material #: 364390. Lot/batch #: 3137188. Bd received 1 sample and 2 photos for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for foreign matter was observed. A brown material was found embedded in the barrel wall. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd preset¿ eclipse¿, there was foreign matter found inside one (1) device. No patient impact reported.

Event description:
It was reported that prior to using bd preset¿ eclipse¿, there was foreign matter found inside one (1) device. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.